Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range. Technical services (ts) reviewed the settings and suggested to bringing the patient to the clinic and seeing and try to reproduce the out of range measurements. No noise was noted. This rv lead remains in service. No adverse patient effects were reported.